Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery and for motor error. The blood glucose was 17 mmol/l and was treated with insulin pens. The no delivery alarm occurred during a bolus. Some of the bolus was delivered and the rest of the treatment was administered manually. During troubleshooting, the insulin pump alarmed during a fixed prime. Then, insulin did not exit with the manual push, and it was noted that there was greater than normal resistance. The reservoir and tubing connector could not be disconnected, so a new infusion set and reservoir were assembled. This resolved the issue.